Event description:
Lap band and hiatal hernia repair approximately 3 years ago. Patient presented to md office approximately 1.5 years later with upper gi showing mild mid and distal esophageal dilatation. Complete unfill of band done. Follow up six months after complete unfill showed resolved dilation. Approximately 4 months ago, repeat egd showed small hiatal hernia so conversion to a vertical roux en y bypass due to hx of esophageal dilation and unsuccessful weight loss.